Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated that patient received the following results on aviva nano system compared to a professional meter within 1 minute: 22.0 mmol/l (aviva nano system) and 7.4 mmol/l (professional meter). No adverse event due to the device reported. The alleged product will not be returned for evaluation.